Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal and proximal conductors were distorted. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, a guidewire could not pass inside of the left ventricular (lv) lead after advancing one centimeter. The process was attempted again, but the issue did not resolve. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.